Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital after developing pocket erosion. The implantable cardiac monitor (icm) had already come out of the skin due to erosion. The physician replaced the icm with a new one on (B)(6) 2021. The patient was in stable condition.